Event description:
Spontaneous call. Patient states that pump alarmed with a message of maintenance error code 59. Patient was able to switch to back up pump. Pump was replaced. Patient reports no changes in breathing. No other information known. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be retuned for investigation? Yes. Sis we replace device? Yes. Reported to (B)(6) by: patient/caregiver.